Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photographs have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the puncture needle was not contained in the kit. The physician used a needle from the facility to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the sample was not returned for evaluation. No images of the device contents or medical records were provided for review. The investigation is inconclusive for the reported missing component as the device was not returned and no evidence was provided to confirm the reported issue. The root cause could not be determined based upon available information. It is unknown whether handling issues contributed to the reported event. Based on the description of the reported event, possible contributing factors include improper kit packaging and misplacement of kit components after opening. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 12/2020).

Event description:
It was reported that the puncture needle was not contained in the kit. The physician used a needle from the facility to complete the procedure. There was no reported patient injury.